Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was never clinically applied. Reportedly, the instrument was broken in the package. The surgeon used another instrument to start the procedure. The hosp has reported no pt injury occurred.